Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was playing with the pump, and accidentally delivered a bolus of 8.89 units. The contact confirmed that the customer was disconnected from the site when the bolus had been delivered, and did not receive any of the insulin from the unintended bolus. The customer's blood glucose level was 183 mg/dl.